Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/lysis. Glenosphere and baseplate were removed and replaced with new components from another manufacturer. Patient ID: (B)(6).